Event description:
It was reported that the handpiece heats up when run; needs repair.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis available; device not received for evaluation. Method: no testing methods performed.